Event description:
The reporter stated that the patient experienced a blood glucose of "high" on the meter (over 600 mg/dl). The patient was reported treated with an insulin injection. The reporter stated that the pump was alarming; the reporter stated that it was unknown how long the alarm was going or what the alarm was because display screen had gone blank. The reporter stated that the patient was very unclear on the story and timeline of the event. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be blank upon boot up; the display screen was found to be cracked. A test display was used during testing.